Manufacturer narrative:
Titan otr pump, and cylinders 1 and 2 were received for analysis. A separation with abrasion adjacent was noted on the shorter exhaust tube of the pump. This was a site of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the shorter exhaust tube of the pump indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a pump tubing fracture occurred. The device was replaced.